Event description:
An endurant ii stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm. The size of the aneurysm at time of the procedure was 55 mm in diameter. Before the procedure, it was reported that there was a gap of approximately 5 mm between the nose cone and the end of the delivery system sheath. It was reported that the device tracked poorly up and out of the anatomy during the procedure. There was no damage to patient anatomy due to difficulties with the delivery system. The delivery system kinked during use. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results, conclusion: removal difficulties, kink, anatomy related; calcified vessels, cause of event is unknown.